Manufacturer narrative:
(B) (4). (B) (4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that during a total gastrectomy, when sealing the hepatic artery, an end tone, indicating a completed seal cycle was heard. However, when the vessel was cut, bleeding occurred. The surgery was converted to open and a transfusion was done as total bleeding was reported at 2700cc. The pt was said to be doing fine and was under observation after surgery.